Manufacturer narrative:
Additional information: d10, h6, h10. Additional information received on (B)(6) 2020 that the issues occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in condition with scratched screen. Event history log review was performed and found evidence of reported problem. According to the investigation, the customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Investigation reported that the delivery accuracy testing found the pumps average delivery error to be over delivering but the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring trimmed to bring the pump's delivery into more normal range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +8.84%. There was no reported adverse event.